Event description:
Download data from a (B)(6) male pt revealed several abnormal shutdowns. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was abnormally shutting down. The cause for the abnormal shutdowns was isolated to a defective memory integrated chip. The root cause for the defective memory chips could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.